Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Philips field service engineer (fse) evaluated the system and found that this issue occurs when the couch top is all the way out to the outer limits. The couch top contacts the gantry event when no weight is applied to the foot board, but it doe not press the cover into contact with the rotating frame unless there is weight on it. The root cause of the foot board hitting the gantry when the couch is homed and/or pulled all the way out of the gantry was determined to be that the foot board was too long. The fse replaced the original footboard (B)(4), which is 1.96 inches shorter, so it does not contact the gantry when couch is lowered.(B)(4).

Event description:
Philips received information from a customer site that when the patient support (couch) is lowered all the way down, the foot board on the couch hits the gantry. If a patient is on the couch top and applies weight on the footboard it presses against the gantry cover enough to make the gantry rotating part hit the inside of cover and make a knocking noise.